Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with severe angina. An angiogram revealed a totally occluded 90% stenosed, de novo lesion in the mid left anterior descending (lad) coronary artery. The lesion was pre-dilated using an unspecified semi-complaint balloon. A 3.5x12mm rx xience xpedition drug-eluting stent (des) system was advanced via femoral access and the stent was deployed at 16 atmospheres. Fluoroscopy showed a proximal edge dissection. The dissection was treated via deployment of an another xience xpedition stent. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported 3.5x12mm rx xience xpedition drug-eluting stent (des) system was advanced to the target lesion without resistance and the stent was deployed without difficulty. The rx xience xpedition delivery system was then withdrawn without difficulty. Here was no occurrence of a clinically significant delay and the dissection was successfully resolved via deployment of the replacement xience xpedition. No additional information was provided.